Event description:
The customer reported that during 2005, actual date unk, his freestyle flash meter was giving low readings. The customer gave himself insulin injections based on his readings of 5.0 mmol/l and 6.0 mmol/l. He went to his dr feeling unwell and a comparison test was performed on the dr's meter, this gave a reading around 20.0 mmol/l. The dr called and ambulance and the customer was admitted to hosp for two wks with ketoacidosis. The customer was sent an precision xtra meter.